Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) triggered elective replacement indicator (eri) earlier than anticipated. The clinic staff stated the previous device check showed an estimated longevity of 2.5 years. At the next check the device had triggered rrt/eri and a device changeout was scheduled. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.